Event description:
A malfunction was reported with the tandem source pump, indicated by a malfunction alarm. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer support assisted the caller with resetting the pump, and the customer was instructed to continue using it and to call back if any malfunction code recurred. The caller acknowledged and understood these instructions.